Event description:
Using the dexcom g7, was required to switch from the dexcom g6. The g7 is supposed to last 10 days, it usually fails around day 7 or 8. The readings are supposed to track my blood sugar, I am a type 1 diabetic. The readings have been so far off, if I had not had access to a blood test kit, I could've been hospitalized or worse. Readings would say that my sugars were too high and I would react accordingly, and then afterwards a blood test would show that I was fine and now had too much insulin on board. Or vice versa, the readings would show I was too low and I would consume carbs but then after a check, my sugars were fine and now I have high sugars. This product has continuously malfunctioned and dexcom doesn't seem to be improving their quality. It's as if they pushed it to the public before getting rid of all the bugs. Additionally, you can't calibrate it! Sure there's an option but often times it rejects the data input and continues to show faulty data.